Event description:
Report received of "the pump appears to be running, but it is not". This was noted during routine testing procedures by the user facility, clinical engineering department. During testing, the pump display showed it was running but the amount delivered in the display did not increment from zero and the motor reportedly was not turning. There was no report of any adverse events while the device was in pt use.